Event description:
Material#: unknown batch#: unknown it was patient stated, ¿gattex is fine mostly. One night as I was injecting it, the syringe popped off the needle. It felt like there was a blockage. It's been fine since then. Verbatim: rcc received a complaint via email. Email(s) attached. Notification only (no investigation required) for pr# (B)(4). Tw (B)(4) ¿ defective component lot numbers: unknown, not obtained / reported via takeda follow ups. Takeda awareness date: 15dec2023 description: patient stated, ¿gattex is fine mostly. One night as I was injecting it, the syringe popped off the needle. It felt like there was a blockage. It's been fine since then. Product: gattex country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. No additional information available.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative